Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. H3, h4, h6: the complaint product is not available for return and customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, during the collection of spongiosa, during cancellous bone removal procedure, the reamer head detached from the drive shaft for ria2. After loosening, the slats broke off at the back of the reamer head. The broken parts were left in the femur, three (3) out of four (4) were retrieved. One (1) broken metal part is still in the femur and could not be removed. There was a surgical delay of thirty (30) minutes due to reported event. The procedure was successfully completed. During manufacturer's preliminary investigation of the provided images on, it was observed that the drive shaft f/ria 2 l520 is broken. Concomitant device: 13.0mm reamer head for ria 2 sterile (part# 03.404.022s, lot# 46p3569, quantity# 1); ria tube assembly (part # unknown, lot # unknown, quantity # 1) this report is for one (1) drive shaft for ria 2 520mm. This is report 2 of 2 for (B)(4).